Event description:
Health professional reported "band and port explanted due to intolerance and increased reflux/hunger." F/u with the health professional noted that "intolerance" was used to describe that the pt may have had previous adverse events involving the device. Further f/u will be conducted with the reported to gather add'l info. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2011. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Reflux is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."